Event description:
It was reported that the haptic was distorted when inserting the lens into the eye. The incision was enlarged to remove the lens from the eye. No patient injury and no patient complications were reported.

Manufacturer narrative:
The lens was received and evaluated. The evaluation revealed a distorted haptic and there was evidence of opthalmic viscosurgical device, which is consistent with a lens that has been handled and prepared for use. Prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - intraocular lens. All pertinent information available to abbott medical optics has been submitted.